Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing was cracked and broken and service led illuminated on the power module device. It was further determined that the device failed pretest for general condition and lever, saw- test, charging and checking of power module in charger, information button and self-test and function- test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 7/25/2011 to 2/16/2016. Therefore, UDI has been updated accordingly. Manufacturer location: the manufacturer location was inadvertently documented as (B)(6) in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.